Event description:
It was reported to philips that the battery (B)(4) failed to charge on the cadex charger. No patient involvement.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery ((B)(6)) failed to charge on the cadex charger. No patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, indicating a partially charged battery. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 14.39v. When inserted into a cadex battery charger, the battery was recognized and began to charge without issue. The battery was then placed in a known working mrx device and the rfu indicator displayed a flashing black hourglass, suggesting that the device was ready for use. Multiple manual shocks were successfully delivered with the measured outputs found to be within passing range. However, after subsequently charging the battery, a battery calibration test was attempted but the component failed. The test could not run to completion as the calibration became stuck in the finalizing step for 6 days. Although the evaluation was able to successfully charge the battery, calibration attempts failed and the battery was verified to be faulty.